Manufacturer narrative:
Analysis found no anomaly with both leads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 977a260, lot# va1d2n8012, product type: lead. Product ID: 977a260, lot# va1d2n8014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a trial patient that was unable to get therapy effect during implant testing. It was reported that the patient was unable to feel any therapy during implant of the lead. The impedances were above 5000 ohms. All possible solutions were discussed and tried. The conclusion was that the lead would be replaced. Additional information from the manufacturer representative reported that the second lead did not provide the requested outcome, so the doctor decided not to implant. No further patient complications was associated with the event. Additional information received from the manufacturing representative reported that it was unknown which lead was implanted first. The second lead was implanted during the same procedure as the first lead. Impedance measurements of the second lead were between 4000-6000 ohms. The cause of the issue was not determined. The patient had not yet decided if they will be re implanted at a later date. The case was to be discussed at the end of august. If no epidural lead would be placed the patient would be referred to neurosurgeon for a surgical lead placement.